Event description:
Surgeon reports via our business unit manager that the nail broke. He states that the nail was implanted on (B)(6) 2010, and the breakage was discovered on (B)(6) 2010, and that a revision took place at the same day.

Manufacturer narrative:
Device and additional information will not be received. Patient will not release.